Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that the bulkhead connector was returned with a severed network cable inserted. One side wall of the connector was broken out. The cable was inserted at an angle and could not be easily removed. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that as the site was taking the system out of the room, they found the bulkhead connector was damaged and not seating in the port any longer. No patient present.